Event description:
Pt had a trans obturator pubo vaginal sling made by caldera medical. The procedure went smoothly. Three months later, the pt presented to the office complaining of vaginal discomfort. A small portion of the plastic sleeve was inadvertently left in the pt because the sleeve apparently did not totally separate at the time of the procedure. One more tiny piece of plastic was removed uneventfully in the office. The only complaint of the pt has been that of discomfort of a minor degree. The pt has excellent control, no fever, no abscess.